Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained in the femoral artery. The 80% stenosed, 20mmx3.5mm, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage to distal end of tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained in the femoral artery. The 80% stenosed, 20mmx3.5mm, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.